Event description:
A customer reported that during a procedure, the knife was not cutting. There was no patient harm reported. Add'l info is requested but none had been received.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument try during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).